Event description:
The customer reported the battery can't charge and the device only works on ac power. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.